Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was inserted via the femoral artery through a sheath. After the iab was placed, the intra-aortic balloon pump (iabp) support was initiated. The pump (iap-0500) helium loss alarm occurred and was confirmed by tee that there was a helium leak in the membrane. As a result, the iab was removed and another iab was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. The interruption in therapy was stated as "insertion of working 40cc fiberoptix sensor (fos) iab was delayed by amount of time needed to change out original iab and get replacement." The pt outcome is listed as "pt was successfully supported by iabp."